Manufacturer narrative:
The insulin pump was received with a button error alarm due to a flattened dome switch on all the buttons. The pump had a cracked display window corner, a scratched lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that it does not operate even if they push a button, especially the down arrow button. Customer stated that an operation test and self test were completed normally.